Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus) cuff. The aus cuff was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:13 pm CT. The report number is being corrected from: 2183959-2018-61771 to: 2183959-2018-61453.

Event description:
It was reported that the patient artificial urinary sphincter (aus) cuff was not sized correctly. The aus cuff was removed and replaced with a new one. No patient complications were reported.